Manufacturer narrative:
The evaluation of complaint data for the product and likely cause architect stat high sensitive troponin-I reagent lot 09362ui00 identified normal complaint activity. No customer returns were available for evaluation. A review of field data was evaluated and the patient median result for lot 09362ui00 was found to be within established baselines and confirms the performance of this lot is not compromised. Manufacturing documentation for the likely cause lot did not identify any issues associated with the complaint issue. The performance of the likely cause lot was investigated by completing a review for non-conformances, potential non-conformances and deviations related to the likely cause lot. This review did not identify any non-conformances, potential non-conformances or deviations. A review of labeling concluded that the issue is sufficiently addressed. No product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 3p25 that has a similar product distributed in the us, list number 2r98.

Event description:
The customer reported a falsely elevated architect stat high sensitive troponin-I result on one patient. Results provided: sid (B)(6) = 39 / 3.9 (no units provided). Reference range: (females = 15.6 pg/ml, males = 34.2 pg/ml, and overall population = 26.2 pg/ml). No impact to patient management was reported.